Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient recently implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to oversensing of non-physiologic noise in the secondary sensing vector. The device was reprogrammed to primary vector because the signals looked better. Boston scientific technical services (ts) was contacted and discussed the root cause may be with the setscrew backing out slightly. Ts discussed primary is a good choice for reprogramming and that the noise problem should resolve on its own after approximately one month. No adverse patient effects or further issues reported. The field representative was contacted and confirmed that everything was fine with the device at the patient's last device check. No further actions have been taken.